Event description:
Healthcare provider called to report a right side deflation as well as a bilateral exchange from textured to smooth due to concern with the product. This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "a right side deflation as well as a bilateral exchange from textured to smooth due to concern with the product."